Event description:
As reported, a 5f mynx control vascular closure device (vcd) failed. Manual pressure was held by the physician and radiology tech (rt). The patient's blood pressure dropped. The patient was watched for a couple of hours. Patient had a retroperitoneal bleed. A covered stent was placed. Patient was admitted overnight and discharged one day post procedure. Procedure used regular contralateral access. The device will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. The device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h10. . Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) failed. Manual pressure was held by the physician and radiology tech (rt). The patient's blood pressure dropped. The patient was watched for a couple of hours. Patient had a retroperitoneal bleed. A covered stent was placed. Patient was admitted overnight and discharged one day post procedure. Procedure used regular contralateral access. The device was not returned for analysis. The product history record (phr) review of lot f2310301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-damaged¿ and the subsequent ¿retroperitoneal bleed¿ could not be confirmed as the device was not returned for analysis and procedural images were not received. The exact cause of the failure and bleed reported could not be determined. A retroperitoneal bleed/hemorrhage is a known potential complication after a percutaneous procedure and is listed in the instructions for use (IFU) as such. A retroperitoneal hemorrhage refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a back-wall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/peripheral artery disease that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back-wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the device failure and retroperitoneal bleeding reported. However, patient and procedural factors are likely. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ the IFU also includes, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it is also warns, ¿do not use the mynx control vcd if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site. Do not use mynx control vcd if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed.¿ neither the phr, nor the information available for review, suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.